Manufacturer narrative:
(B)(4).

Event description:
This was a procedure to extract three cardiac leads due to a system/cied pocket infection. A spectranetics corp glidelight laser sheath was selected to remove the leads. Upon extraction of the final rv lead, the patient experienced hemodynamic changes. The surgeon immediately performed a pericardial window and drained the pericardium of blood. A sternotomy was then performed which revealed a laceration at the svc ra junction. The injury was repaired and the patient survived the procedures. This report is being made against the glidelight as a potential mechanism of injury.